Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a male patient; information on age and ethnicity was not provided. The patient began insulin lispro protamine suspension 25 mix(humalog mix 25) cartridge formulation, via humapen savvio (blue) device, 40 units; information on route, frequency, indication for use, and start date was not provided. Sometime approximately toward the end of (B)(6) 2018, while trying to administer injection, he noted the savvio pen started to jam. At the time of the call, the patient loaded his 40 units after successful priming he was unable to inject his dose. Further described, it seemed to only go about 13-20 units, the problem occurred when the cartridge was half way down and it seemed that the plunger was not coming down all the way and the dose knob did not go down smoothly. It was noted, the patient primes the pen before each injection and does not reuse needles or store the pen needle attached. The patient was advised to obtain an emergency prescription for humalog mix 25 while he waits for the a replacement savvio device. This savvio (blue) device was associated with product complaint 4341690/lot number 1701v04. The patient operated the device. It was unknown if the patient was trained. The general duration of use for the device model was approximately 13 years. The suspect device age was approximately 2 months. The suspect savvio (blue) device associated with product complaint 4341690 was returned to the manufacturer on 02may2018.

Event description:
Lilly case ID: (B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a male patient; information on age and ethnicity was not provided. The patient began insulin lispro protamine suspension 25 mix(humalog mix 25) cartridge formulation, via a reusable humapen savvio (blue) device, 40 units; information on route, frequency, indication for use, and start date was not provided. Sometime approximately toward the end of apr2018, while trying to administer injection, he noted the savvio pen started to jam. At the time of the call, the patient loaded his 40 units after successful priming he was unable to inject his dose. Further described, it seemed to only go about 13-20 units, the problem occurred when the cartridge was half way down and it seemed that the plunger was not coming down all the way and the dose knob did not go down smoothly. It was noted, the patient primes the pen before each injection and does not reuse needles or store the pen needle attached. The patient was advised to obtain an emergency prescription for humalog mix 25 while he waits for the a replacement savvio device. This savvio (blue) device was associated with (B)(4). Lot number 1701v04. Upon investigation, it was noted that a foreign material was present which occurred in the field not related to the manufacturing process. The patient operated the device. It was unknown if the patient was trained. The general duration of use for the device model was approximately 13 years. The suspect device age was approximately 2 months. The suspect savvio (blue) device associated with (B)(4). Was returned to the manufacturer on 02may2018, which was manufactured in jan2017. Update 29jun2018: additional information received on 29jun2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, improper use and storage from no to yes for (B)(4). Associated with lot 1701v04 of a humapen savvio (blue) pen. Corresponding fields and narrative updated accordingly. Edit 19jul2018: updated medwatch fields for expedited device reporting. No new information added..

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 29jun2018 in the b.5. Field. No further follow-up is planned. Evaluation summary: he reported humapen savvio device was jammed,"it seemed plunger was not coming down and dose knob did not go down smoothly."no adverse event was reported.investigation of returned device(batch 1701v04/manufactured jan2017) identified reportable malfunction"bulkhead failure."malfunction confirmed.investigation found oily substance present on bulkhead/housing collar.spectroscopic analysis oily substance identified to be consistent with protein based material/glycerin.glycerin, introduced in field not related to manufacturing process, no known chemical effect that would cause degradation of bulkhead component.core user manual provides instructions for device proper care/storage.it states,"do not use alcohol/hydrogen peroxide/bleach on pen body/dose window.do not cover in liquid/apply lubrication such as oil,this could damage pen."complaint history review for batch did not identify any atypical findings with regard to device not working/bulkhead failure.this only bulkhead failure complaint for batch.comprehensive manufacturing investigation, including batch record review and detailed review of each process step and component used in manufacturing,did not identify any deviations/events related to malfunction and did not identify any manufacturing-related root causes.examination of retention samples found no abnormalities/non-conformances from required criteria.investigation did not identify root causes related to design/materials/molding process/or assembly process that could result in bulkhead failure observed.the established manufacturing control strategy would eliminate pens with defect through automated 100% inspection, if it manifested itself prior to release.no root cause could be identified after a comprehensive investigation of processes/materials.investigation concludes humapen savvio complaint is isolated event and no corrective action is planned at this time.there is evidence of improper use.device contaminated in field.unknown if misuse relevant to complaint.